Event description:
A patient reported blood glucose results of "178 mg/dl, 133 mg/dl, and a message of er4" with a lifescan meter, performed within 10 minutes of each other. Meter and test strips are being replaced.